Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 12/02/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: inspection revealed that there were lines across the display screen image: the reported issue was confirmed. The reported issue was directly caused by a failed display flex.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. It was reported that there was a line through the display-screen image. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.